Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that tip detachment occurred. An imager ii angiographic catheter was selected for a vascular procedure. During the initial traction at the level of the aortic arch, in the arteriography, there was fracture of the tip, which during the withdrawal, the fragment was embolized into the secondary branch of the right deep femoral artery. No further patient complications were reported.